Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation and exchange from textured to smooth. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Deflation: one opening on valve side assessed as a surgical damage. Additional observations: brown particles observed on the surface of the shell. Creases were observed. Broken on plug strap side assessed as unidentified (tear) opening. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a left side deflation and exchange from textured to smooth. The device has been explanted.